Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger resets) was confirmed. Upon investigation the battery charger was unable to charge a battery pack. The failure was due to contamination on the battery board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported a battery charger was resetting.